Event description:
The customer reported the generator would not boot. The customer used system as is without the xray and completed the case successfully.

Manufacturer narrative:
The ge service rep replaced the generator floppy drive and reloaded the customer's software. System operates as intended.